Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: t510c33 valve, implanted: (B)(6) 2018; t510c29 valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) is "using too much battery at this time." The device remains in use. No patient complications have been reported as a result of this event.